Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an insulation break/ damage. Additional information received indicating that lead was repaired at pin/lead body using lead repair kit. Moreover, during procedure it was noted that the pocket and lead was heavily calcified. To date, this rv lead remains in service. No additional adverse patient effects were reported.